Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call she was hospitalized due to high blood glucose of 652 mg/dl. Customer states that the site wasn't all the way in her body. Customer states that she smelled insulin then looked at the site and it was leaking. Customer is unsure if cannula was crimped. Customer also reports they can't get into auto mode to turn on auto mode. Customer is also stating that the insulin pump is in the active insulin updating. Active insulin updating occurred due to the insulin pump being suspended longer than 4 hours. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.